Manufacturer narrative:
A max pen was not used during the case per doctor. The atricure product being used was a mir1. This was further verified by a review of co's distribution records. The device was not returned for eval but a review of distribution records shows that two mir1 lot numbers were provided to the user facility prior to the date of event. Co reviewed the lot record sheets for both lots to determine if any deviations were accepted that may have created this issue and none were revealed. Co had available for eval samples from both lots. The eval results show nothing that could have contributed to the event.

Event description:
Surgeon was performing procedure with the robotic device in addition to the edwards optimaze and the atricure device. The edwards device was used first, for the connecting lesions. Three ablations (pv isolation) were then completed with the atricure device, at which time bleeding was noted. The surgeon stated that he believed the bleeding was caused by the use of the edwards device. Use of the device weakened the atrial wall and compromised the tissue. Sutures were placed to stop the bleeding. The pt also developed an aortic dissection that was probably due to line placement for cardiac by-pass. Post-operatively, it was determined that the pt had also suffered a stroke that resolved without permanent neurological deficit. It is unclear what contributed or caused the stroke.